Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and death.

Event description:
Patient's husband contacted dexcom on 04/01/2016 to report that the patient passed away on (B)(6) 2016. Patient's husband found the patient laying on the floor. Patient's husband took a fingerstick and it read 20mg/dl. The continuous glucose monitor (cgm) was beeping low. Emergency medical technicians (emt) were called by the neighbor's son-in-law. The emts stated it was too late to perform anything on the patient. The deputy coroner was called, who pronounced the patient deceased. Cause of death was believed to be a hypoglycemic event, however, patient's husband did not have the death certificate to confirm this. There was no alleged device malfunction. Additional event or patient information was not provided.